Event description:
In (B)(6) 2024 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately (B)(6) 2024 the patient was hospitalized for 5 days due to an upper respiratory infection and urinary tract infections. On an unknown date, the patient was diagnosed with a stoma infection and treated with unspecified antibiotics. It was unknown if the stoma site infection was diagnosed before or after the patient was hospitalized.

Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.